Manufacturer narrative:
Product event summary: the data files and balloon catheter, (B)(4) with lot number 49762 were returned and analyzed. The data files showed at least 12 applications were performed with the returned balloon catheter without any issue on the date of the event. Also, there were 6 applications performed with a non-returned catheter without any issue on the date of the event. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. The catheter passed the functional and deflection test, no system notice was triggered during the functional test. Dissection showed a guide wire lumen kink at 1.37 inches from the tip inside the balloons. Pressure test did not show leaks. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter looked somewhat bent on fluoro. After ablating the left veins, it appeared to get worse. It was very limiting for the physician to get occlusion. The balloon catheter was replaced, and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.